Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device underwent analysis. The momentary squeeze pump was visually inspected and underwent leak and functional testing. No damage was identified during visual inspection and the pump passed all testing. The cylinders were also visually inspected, leak and pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder body and inspection confirmed a hole in the outer layer of the body of the first cylinder at a fold. This would not have caused leakage. Cylinder one also had a leak in the proximal cylinder body which analysis determined was due to damage from a sharp instrument, likely at explant. Leak testing could not be performed on the first cylinder due to the holes, but the second cylinder passed all testing. The reservoir underwent visual inspection, leak testing, and microscopic examination. No issues were found upon inspection. The reservoir passed all testing and analysis was unable to confirm the issues of fluid leak, device malposition, and patient pain reported clinically. Product analysis was unable to confirm the reported events.

Event description:
It was reported that this inflatable penile prosthesis was hard to inflate and would not completely deflate. The patient reported scrotal pain, potentially due to unsatisfactory pump position. The pump was also hard to squeeze. It was noted that there were only 80 cc of fluid in the pump but no holes were found in the device during inspection prior to explant. The device was explanted and replaced. No additional adverse patient effects were reported.